Manufacturer narrative:
Although requested, the device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, patient related factors may have caused or contributed to this event.

Manufacturer narrative:
Product has been requested for evaluation but not received. The device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that one day post cataract surgery in the left eye a patient experienced visual discomfort due to ongoing ¿flickering¿ or ¿crescent shadow¿. The original surgery was not complicated in anyway, the orientation of the lens did not change and the iol was clear and free of debris or deposits. The lens was removed six weeks post original implant and a different model lens was implanted. The doctors opinion of the likely cause of the event is amblyopia which caused the lens to create too much glare for the patient to tolerate. The outcome is reported to be good.